Event description:
(B)(4).

Manufacturer narrative:
The returned device was evaluated by resmed technical service. The evaluation was unable to duplicate the device display screen flickering, however, a software task error as well as a battery charger fault was found int he downloaded error logs. The device was repaired to address these issues. (B)(4).